Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump shut off unexpectedly. Additionally, the customer experienced intermittent occlusion alarms. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support.